Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had the device implanted and it did not work properly then it quit working completely. They had to have it removed and the problem has escalated. No further patient complications were reported as a result of this event.